Event description:
Tip of screwdriver broke off as surgeon was inserting 3mm locking screw into 1/3 tubular locking plate from the axsos small fragment set. This was the first time the screwdriver had ever been used. Surgeon was performing an orif of an ulna. Tip fell into surgical site, but was removed immediately by the surgeon.

Manufacturer narrative:
Additional information has been requested and if received, will be submitted on a supplemental report.